Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and overpacing related to pacemaker syndrome. It was determined that the ra lead had dislodged, and ra lead revision was scheduled. During the lead revision, there was difficulty extracting the ra lead. As a result, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.